Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Programming checked. Conducted high pressure test and pump alarmed within specifications. Instruct customer to change site/inject as per md. Try new site/insulin if indicated. Monitor, customer had many no delivery alarms in alarm history/advised nurse to have customer call to troubleshoot and for help at time receiving no delivery alarms.